Event description:
After 4 months of cochlear implant use, this pt sustained head trauma in a car accident. After the incident, his implant reportedly stopped working. The device failed an implant test performed by the clinic. The external equipment was swapped but did not resolve the problem. Guided troubleshooting with a cochlear staff member confirmed that the device was faulty and should be replaced. Explant surgery was planned, but no surgery date was reported. It also is unk if the device was replaced.